Event description:
Device malfunction: suture break (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, a suture break occurred. The device was removed and a second proglide was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #1- proglide (part 12673-03; lot #67137-6h), is being filed under medwatch report #2953144-2008-01503.